Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery pack was not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported charging issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: during a routine check of complaints records it was detected that a follow-up report is required for this complaint. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral battery pack was not charging. There was no patient injury reported as a result of this incident.